Event description:
Long history of capsular contracture. Has had several surgeries, both unilateral and bilateral, to remove and replace her breast implants. This surgery was to remove and replace her left breast implant, capsulotomy and replace with the same implant.